Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that defects- 307.critical pressure happened. (307: event_pressure_crit cs: intermediate pressure too high (>3.5bar). No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, could not be confirmed. The most probable root cause is contamination of the high-pressure regulator and the regulator unit due to a contaminated gas source. Further, the flow sensors are slightly dirty, this is a subsequent error from the contamination. Additional, the worn fuse inserts are independent from the reported defect and not safety critical. The event is filed under internal karl storz complaint ID: (B)(4).